Event description:
Customer reported a failure of low battery. Customer reported there were no pt injuries associated with this report and there have been no incident reports filed since the last baxter service event. Customer reported incident occurred before pt infusion. Although baxter requested, no add'l info was provided regarding pt demographics medication involved, or device programming info. No add'l contact info was provided.

Manufacturer narrative:
The pump is not available for eval. The device has been requested but has not been rec'd. Should the pump be rec'd for eval, a follow up report will be filed upon completion of the eval or if add'l info becomes available. Review of the complaint history reveals similar reprots have been rec'd for this product for the reported issue. This issue is being investigated under CAPA.